Manufacturer narrative:
(B)(6). The device was received with opened pouch for evaluation. Visual inspection was performed and found an embedded particle matter of a size of 1.50 tappi in the drain line tubing. Underwater pressure test was performed and no abnormality observed for the sample received. The particle was not loose in the fluid path, but the sample was nonconforming. The reported issue was verified. The cause was a material/manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the tubing of the homechoice cassette. This was detected by the patient at home before treatment. The patient replaced the cassette with a new one to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.